Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed fault code 111 (a local virtual address space (vas) watch dog timer (wdt) failure) and fault code112 (a main application watch dog timer (wdt) failure). The company cleaned the video display coiled cable connection and fully mated and de-mated the coiled cord with the pump. Additionally, while the company representative was servicing the pump, he also observed fault code 77 (compressor failure warning - the compressor failed to generate acceptable vacuum pressure of -275 mmhg gauge while running at default speed of 750 rpm); therefore he replaced the scroll compressor (part number 0119-00-0236). The iabp was then tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp (serial number (B)(4)) shutdown without alarm (event occurred tuesday (B)(6) 2016. The patient was switched to another iabp however the second iabp (serial number (B)(4)) was not triggering off ECG and has an unspecified helium issue (event occurred tuesday (B)(6) 2016). The caregiver rebooted the original iabp (serial number (B)(4)) and therapy was continued until (B)(6) 2016 and then the iabp (serial number (B)(4)) shutdown without alarm (B)(6) at roughly 6:30 a.m. (Event occurred tuesday (B)(6) 2016). The iabp was rebooted again without problems but subsequently, 3 hours later, around 9:30 a.m the patient died. The patient death is not attributed to the iabp. Two (2) other complaints were opened to document the original shutdown without alarm (serial number (B)(4)) and the iabp not triggering off ECG (serial number (B)(4)) events. Both events will be reported on the asr authorization number e1997044.